Manufacturer narrative:
The field service engineer performed checks and preventive maintenance. The investigation is ongoing.

Event description:
There was an allegation of a questionable probnp g2 elecsys result from the cobas e411 rack analyzer. The initial result was <10 with a data flag. The laboratory staff did not believe this result and they repeated it from the same aliquot sample with a result of 8584. No unit of measure was provided. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The reagent lot number was 600176 with an expiration date of 30-jun-2023. The unit of measure was ng/l. The investigation did not identify a product problem. The cause of the event could not be determined. Data from calibration and qc do not point to a reagent or instrument problem.